Manufacturer narrative:
Section b1: corrected. Section b2: corrected. Section d4, primary UDI corrected. Section h1: corrected. Manufacturer's investigation conclusion: the reported "pump pounding" could not be conclusively determined through this evaluation. A direct correlation between hm (heartmate) 3 lvas (left ventricular assist system), serial number (B)(6), and the reported hypertension / hypotension could not be conclusively determined through this evaluation. Furthermore, review of the submitted log files confirmed the reported low flow alarms; however, a specific cause could not be conclusively determined. It was reported that the patient was experiencing orthostatic issues (dizziness while standing) as well as feeling ¿pump pounding¿ / pump speed drops with standing. The patient was noted to have low flow alarms in the clinic. The controller event log file contained events on (B)(6)2024, spanning approximately 30 minutes. A transient low flow alarm was captured due to the estimated pump flow falling below the low flow alarm threshold of 2.5 lpm (liters per minute) for more than 10 seconds. No other notable alarms or unusual events were captured, and the pump operated as intended at the set speed. Invasive hemodynamics revealed orthostatic hypotension, and it was later noted that the patient had variable blood pressures with hypertension. The patient was treated with increased oral intake, staggered blood pressure medications, compression socks, and avoiding aldactone. The low flow alarms were noted to have resolved. The patient remains ongoing on hm 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, contains the following information: section 1, ¿introduction,¿ outlines potential adverse events, including hypertension, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 explains that when the left ventricle contracts, the increase in ventricular pressure causes an increase in pump flow during cardiac systole. The magnitude of these flow pulses are measured and averaged over 15-second intervals to produce a ¿pulsatility index¿ (occasionally shortened to ¿pi¿ for on-screen messages). The pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). This section instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels and states that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor will periodically depart from this value (2000 rpm above or 2000 rpm below) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. Section 4, ¿system monitor,¿ outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6, "patient care and management," instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 7, ¿alarms and troubleshooting,¿ outlines all system alarms and the recommended actions associated with them. The heartmate 3 left ventricular assist system patient handbook, rev. D instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 1, ¿introduction", and section 8, ¿handling emergencies¿, also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced orthostatic issues as well as felt their pump change speeds. They also had low flows in clinic with high pulsatility index (pi). The log file captured 3 low flow events on (B)(6) 3034. These occurred at times when the pi was elevated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was provided that the patient felt the pump pounding and vad speed drops upon standing. The patient continued to feel dizziness on standing. Invasive hemodynamics revealed orthostatic hypotension with drop in mean arterial pressure (map) to 20-30 mmhg, increase in oral intake, stagger in blood pressure medications, compression socks, and avoiding aldactone (spironolactone). The low flows were thought to be due to the variable blood pressures with occasional hypertension. It was treated by being judicious with the blood pressure medications. The low flows resolved with the treatment.